Event description:
The customer reported to baxter (B)(4) on (B)(6) 2010, an incident where the set leaked below the drip chamber with this pump compatible solution set. It is unknown when this incident occurred. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
Per the customer,.the sample is reported to be available for evaluation. A follow up report will be filied if the sample is returned and evaluated or if any additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Event description:
It was reported that a physician trained in the use of the proglide device attempted to achieve arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, an unspecified device failure occurred. The method how hemostasis was achieved was not reported. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). A sample was not available for evaluation' therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was performed on the reported lot and no deviations were noted.